Event description:
The stylet broke.

Manufacturer narrative:
The reporter had no additional information regarding this event. The sample was not returned for analysis. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).